Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Manufacturer narrative:
The associated complaint devices were not returned. Based on the available medical reports, the root cause for this patient's symptoms cannot be concluded. The reported varus alignment of the tibial component was reported as the cause of the patient's reported pain but it's not known if the tibial alignment migrated from implantation due to the reported loosening. No revision has taken place at this time. If a revision is performed and those records become available this complaint can be re-assessed. A review of complaint history on the listed parts revealed no prior complaints for their corresponding batches with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. Without the actual products involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported the patient has been having swelling and a warm sensation in the right knee. The patient has had a cortisone shot and is currently taking tramadol. The patient is allergic to nickel.